Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy. Technical services (ts) was consulted and low amplitude was noted for the presenting subcutaneous electrocardiogram (s-ECG) in primary sensing vector, with the smart pass feature disabled. The device was reprogrammed to secondary sensing vector and the smart pass feature reenabled. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy. Technical services (ts) was consulted and low amplitude was noted for the presenting subcutaneous electrocardiogram (s-ECG) in primary sensing vector, with the smart pass feature disabled. The device was reprogrammed to secondary sensing vector and the smart pass feature reenabled. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Ts was consulted and discussed stored data, with low amplitude noted. Ts discussed programming options. This device remains in service. No additional adverse patient effects were reported.